Manufacturer narrative:
The questioned result was identified in the provided problem report data and the customer's allegation is confirmed - analyzer serial # (B)(4), run # 290, generated a 'sars-cov-2 detected' result with CT of 37.1. This is an extremely late CT that is near the limit of detection (lod) of the assay. No baseline issues are observed for this analyzer; the performance is consistent throughout the dataset. There is no indication of an analyzer issue an investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states reported on (B)(6) 2021 that they observed discrepant results for the cobas® sars-cov-2/influenza a/b assay compared to lab test. The customer received sars-cov-2 positive, influenza a negative and influenza b negative result for a patient sample analyzed on the cobas liat system (s/n (B)(4)) versus the sars-cov-2 negative, influenza a negative and influenza b negative lab result. The same patient sample was sent out to lab for retesting. On (B)(6) 2021 the sample was analyzed twice on the thermo fisher quantstudio 5 analyzer that generated sars-cov-2 negative results both runs. Patient sample was collected using remel (transport medium ¿ viral), m4rt tube, 3 ml. The customer confirmed there was no allegation of harm to the patient or change patient¿s treatment plan. The positive results were reported out initially to the patient and/or personnel treating the patient but the negative result was reported later. An investigation was performed which did not identify any product issue.